Manufacturer narrative:
The investigation for the reported purge issue has been completed. The product was returned, and the issue was confirmed. The console logs from the reported day of event are consistent with complaint and show numerous errors related to purge operation: piston blocked, sau_purge too busy..., home not found, purge fluid not detected, and eventually purge system failure alarm (#417). This resulted in deairing step not being able to complete. The console's purge system was tested in danvers, and although no severe malfunctions were observed, there were recurring purge-related errors ("imc_ahp error: 0x90...") Present in imc logs, especially after homing the motor/cassette. As a troubleshooting step the pud pca was temporarily replaced with a known-good one, and test repeated. This time there were no purge-related errors recorded in logs, and purge system operated within specification. Per the results of the clinical review and investigation, the root cause was determined to be a defective pud pca (board). The cause of pud pca defect was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced a purge issue that was resolved by replacing the console. There was no report of patient harm or injury.